Event description:
Report received of an overdelivery. The customer contact indicated that the event was the result of an operator error in programming the device. In 2004 at 1330, the pump was programmed to deliver 5mg of epinephrine in 250ml at rate of 923ml/hr instead of the intended rate of 3.8ml/hr. The pt was reported to be "tachycardic" with a blood pressure "in the 280's" the physician was notified and the epinephrine infusion was discontinued. The pump was removed from clinical service. The pt was treated with an unspecified dose of nipride. There were no reported adverse pt sequelae. Though reqested, no additional info was provided.